Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected a33 alarm anomalies noted. Device primed properly. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. Device received with stripped battery cap coin slot(p). (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump squirted out insulin during priming. Customer stated that insulin pump rejected new batteries, had diminished battery life and the battery cap was harder to open. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.